Manufacturer narrative:
(B)(4).

Event description:
It was reported from the perfusionist about a recent patient that had a fiber optic intra-aortic balloon (iab) in place that developed a rupture. The iab had been placed in the patient while the patient was in the cath lab. Then the patient was taken to the or for surgery. The catheter and pump worked fine prior to the surgery and during the surgery. About 30 minutes after the patient was in the unit post-surgery, they had a helium alarm and blood was noted in the gas tubing. The balloon was removed and the patient was stable without the iab. No complications due to the balloon rupture. The iab had been in the patient for about 9-10 hours before the rupture. The iab was not saved. Patient outcome reported as fine. There were no reported complications or consequence to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported from the perfusionist about a recent patient that had a fiber optic intra-aortic balloon (iab) in place that developed a rupture. The iab had been placed in the patient while the patient was in the cath lab. Then the patient was taken to the or for surgery. The catheter and pump worked fine prior to the surgery and during the surgery. About 30 minutes after the patient was in the unit post-surgery, they had a helium alarm and blood was noted in the gas tubing. The balloon was removed and the patient was stable without the iab. No complications due to the balloon rupture. The iab had been in the patient for about 9-10 hours before the rupture. The iab was not saved. Patient outcome reported as fine. There were no reported complications or consequence to the patient.